Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, pre-decontamination visual inspection revealed the entire length of the catheter was free of damage. A complete evaluation of the device will be completed. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured. The hcp did not pre-dilate the target lesion and the lutonix dcb was advanced without negative pressure being applied to the balloon. The hcp reached the target lesion without difficulty. After attempting to inflate the balloon to treat the lesion, the balloon ruptured. The lutonix dcb was reportedly removed without difficulty and on visual inspection by the hcp; a longitudinal rupture was noted in the balloon. The procedure was completed with another lutonix dcb to successfully treat the target lesion. There were no reported consequences or impact to the patient.